Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a meal and experienced a low glucose event while using the ilet bionic pancreas; the user completed a blood glucose questionnaire, reported no symptoms at the time of contact, and returned to range after treatment with oral glucose. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with oral carbohydrate and did not require hospitalization. Investigation included troubleshooting and education regarding meal timing and hypoglycemia management. Investigation of this case revealed no device malfunction and an event consistent with hypoglycemia of unclear cause, with missed meal as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.